Event description:
It was reported that the patient presented during the implant procedure. T-wave oversensing was noted during the lv threshold test. Considering monitoring the patient and possibly programming changes were suggested. No changes were made and patient will continue to be monitored.

Event description:
New information received notes several episodes of non-sustained right ventricular oversensing appearing to be t wave oversensing were observed again. Programming changes were made. The patient was stable.